Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is unresponsive at the mode selection area / screen dim. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse tested the components along touch screen path. Cross hair on diagnostic screen jumps around continually when touching screen. The fse replaced the touchscreen and performed calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil found that the touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the confirmed unresponsive touchscreen. Touchscreen failures due to high and out of spec resistance measurements have been previously investigated.